Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# va0w35r, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See related mfg. Report no. 6000153-2015-00396.

Event description:
The manufacturer representative (rep) reported a broken lead. It was reported that the lead and stylet were stuck therefore the stylet broke when pulling out of the lead. The issue was identified when the doctor was preparing to implant the lead. The lead was placed to the side to be sent back and another lead was used in its place. The issue was reported to be resolved at the time of the report. No symptoms were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the stylet found that the device was found with a bent wire. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.